Event description:
After a week and two weeks after the procedure the patient had inflammation and some swelling in the area. The patient had a history of allergies. The patient was put on cipher; the doctor thinks the patient used her own antibiotics from sweden and thinks they were expired.